Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary emergency treatment was being performed when the issue occurred and the procedure was completed by restarting the system, deleting the exams, and clearing hard drives. Customer reported to philips that the system's image processing computer was unable to boot. The customer was instructed to clean the ippc hard drive connections using contact cleaner. The equipment then displayed a ¿full disk¿ message, the customer deleted several exams, and the system was enabled. To resolve the issue completely, the philips field service engineer (fse) replaced hard disks 2 and 3 of the ippc and performed functional tests, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's image processing computer was unable to boot, preventing a full system boot. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.